Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00350.

Manufacturer narrative:
Conclusion: no conclusion can be drawnthe complaint was reviewed and analysis showed no trend. The device history record was reviewed for each product and indicates that product met specification when manufactured. The product was not returned. The package insert and literature were reviewed.(B)(4).

Event description:
Allegedly revised due to pain, looseness, and metallosis.